Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 4.5mm/6.5mm stepped drill bit large qc/485mm (p/n 03.010.078 s/n (B)(4)) was received at customer quality, and upon visual inspection, it was observed that a portion of the distal tip of the drill bit was broken off and missing. It is clearly sheared off and thus, the complaint condition is confirmed. The functional code of embedded device can not be confirmed through the available information. Device failure/ defect identified? Yes dimensional inspection: the major 6.5 mm of the drill bit proximal to breakage got measured. Conclusion: the measuring result does show conformity. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Document/ specification review: the following drawing(s) was reviewed: 4.5mm/6.5mm step drill bit large qc, ngn. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. The functional code of embedded device can not be confirmed through the available information. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.010.078, synthes lot # pe03364, supplier lot # pe03364, release to warehouse date: feb 27, 2018, supplier: (B)(4), no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, portion of the large stepped drill bit broke off in the superior hole of the femoral recon nail when placing the second screw. The surgeon opted to leave the tip of the drill bit in. There was no surgical delay. Procedure was successfully completed. Patient status was good. Concomitant device reported: femoral recon nail (part # 04.033.935s, lot # 1l37815, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # 2). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).